Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the c4 nozzle and the peristaltic head tubing, which resolved the issue. A review of the (B)(6) service history revealed no additional discrepant results reported after the part was replaced. A review of historical data for the likely cause parts revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module.

Event description:
The customer reported a falsely elevated sodium result on a patient. The following results were provided: (B)(6) 2025 sid (B)(6) = 163 / 139.33 / 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated sodium result on a patient. The following results were provided: on (B)(6) 2025 sid (B)(6) = 163 / 139.33 / 137 mmol/l. No impact to patient management was reported.